Manufacturer narrative:
A supplemental report is being submitted for correction. H10: adding ventricular assist device (vad). D1: heartware ventricular assist system ¿ ventricular assist device (vad) d4: model #: 1103 / catalog #: 1103 / expiration date: 31-aug-2018 / serial #: (B)(6) UDI #: (B)(4) d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-aug-2016 h5: yes, if pump h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04105 h6: FDA device code(s): a1412 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited losses of power with ventricular assist device (vad) stops and the battery exhibited a critical battery alarm. It was further reported that another battery was associated with a vad stop event. It was noted that there were multiple vad high watt alarms triggered during normal power consumption. The patient's baseline power was elevated but stable. The patient¿s lactate dehydrogenase (ldh) was stable, and thrombus was not suspected. The high watt alarm limit was increased. The vad remains in use, the controller and two batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595828 due to an FDA audit observation. Correction b3: event date was updated from (B)(6) 2021 to (B)(6) 2021. Correction b5: event description was updated to include previously left out non-reportable information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the controller ((B)(6)) and two (2) batteries ((B)(6)) were returned for evaluation. The pump ((B)(6)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. External visual inspection of the controller (B)(6) revealed a missing serial port cap. Additionally, external visual inspection revealed contamination in the serial port and both power ports. These are additional findings not related to the reported event and likely due to handling of the device. Functional testing revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during bench testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. In addition, log files revealed that the controller was in use for more than two (2) years. These are addit ional findings not related to the reported event. The most likely root cause of the observed controller fault alarm during testing can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. Of note, it was observed that the batteries had exceeded the useful operating life of 500 charge and discharge cycles. This is an additional finding not related to the reported event and due to the batteries reaching the end of their useful life. Log file analysis revealed three (3) controller power-up events, with associated motor start events, logged on (B)(6) 2021 at 23:54:22, on (B)(6) 2021 at 00:55:06 and on (B)(6) 2021 at 16:34:11. The controller was without power for 18 seconds, 24 seconds and 13 seconds, respectively. The available data log file covers from (B)(6) 2021 through (B)(6) 2021; therefore, the circumstances surrounding the first and second losses of power could not be determined. No anomalies were recorded leading up to the third loss of power. Of note, the vad will stop if the controller loses power. A vad disconnect alarm was also observed on (B)(6) 2021 indicating a physical disconnection of the driveline from the controller, which correlates with the reported controller exchange. Log file analysis also revealed a critical battery alarm involving (B)(6) logged on (B)(6) 2021 at 00:30:06 due to the battery depleting below 10% rsoc. Additionally, review of the controller log files revealed consistent increases in power consumption to parameters above normal ope rating range between (B)(6) 2021 and (B)(6)2021. 98 high watt alarms were logged logged since (B)(6) 2021. As a result, the reported event was confirmed. The most likely root cause of the reported critical battery alarm event can be attributed to the patient allowing the battery to deplete below 10% rsoc. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: pump (B)(6) h3: yes h6: FDA method code(s): b17, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 battery (B)(6), d9: yes, return date: (B)(6) 2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19, c23 h6: FDA conclusion code(s): d1105, d11 battery (B)(6), d9: yes, return date: (B)(6) 2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for an update to the investigation completion. Product event summary: the controller (con310959) and two (2) batteries (bat651895 and bat651957) were returned for evaluation. The pump (hw27405) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. External visual inspection of the controller con310959 revealed a missing serial port cap. Additionally, external visual inspection revealed contamination in the serial port and both power ports. These are additional findings not related to the reported event and likely due to handling of the device. Functional testing revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during bench testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. In addition, log files revealed that the controller was in use for more than two (2) years. These are addit ional findings not related to the reported event. The most likely root cause of the observed controller fault alarm during testing can be attributed to a reduced charge capacity of the internal nimh battery. CAPA (B)(4) was opened to investigate internal battery issues with controller 2.0. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. Of note, it was observed that the batteries had exceeded the useful operating life of 500 charge and discharge cycles. This is an additional finding not related to the reported event and due to the batteries reaching the end of their useful life. Log file analysis revealed three (3) controller power-up events, with associated motor start events, logged on 10/apr/2021 at 23:54:22, on (B)(6) 2021 at 00:55:06 and on (B)(6) 2021 at 16:34:11. The controller was without power for 18 seconds, 24 seconds and 13 seconds, respectively. The available data log file covers from (B)(6) 2021 through (B)(6) 2021; therefore, the circumstances surrounding the first and second losses of power could not be determined. No anomalies were recorded leading up to the third loss of power. Of note, the vad will stop if the controller loses power. A vad disconnect alarm was also observed on 30/jun/2021 indicating a physical disconnection of the driveline from the controller, which correlates with the reported controller exchange. Log file analysis also revealed a critical battery alarm involving bat651957 logged on (B)(6) 2021 at 00:30:06 due to the battery depleting below 10% rsoc. Additionally, review of the controller log files revealed consistent increases in power consumption to parameters above normal operating range between (B)(6) 2021 and (B)(6) 2021. 98 high watt alarms were logged logged since (B)(6) 2021. As a result, the reported event was confirmed. The most likely root cause of the reported critical battery alarm event can be attributed to the patient allowing the battery to deplete below 10% rsoc. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. A possible root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power additional products: d1: heartware ventricular assist system ¿ pump d4: serial#: hw27405 h6: FDA conclusion code(s): d12 this regulatory report is being submitted as part of a retrospective review and remediation per d00595828 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. B5: adding another battery. Additional product: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019 / serial or lot#: bat651895 UDI #: (B)(4) d10:no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 10-oct-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that another battery was associated with a pump stop event. The battery was removed from service.

Event description:
It was reported that the controller exhibited a loss of power with ventricular assist device (vad) stop and the battery exhibited critical battery alarm. The controller and the battery were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿battery model #: 1650de/ catalog #: 1650de / expiration date: 31-oct-/serial#:(B)(4) ,UDI #: (B)(4). No. Device evaluation anticipated, but not yet begun: mfg date: 10-oct-2018, no, patient ime code(s): (B)(6), imf code(s): (B)(4): img code(s):(B)(4), FDA device code(s): (B)(4), FDA results code(s): (B)(4): FDA conclusion code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.